Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this electrode had received two inappropriate shocks. Review of the episode noted oversensing of noise and drops in morphology. The issue is likely related to sensing node b of the electrode. The electrode has been reprogrammed and remains in service. No adverse patient effects were reported.